Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed. Per the complaint information, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (renq-CAPA-(B)(4)).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. Since the product and lot numbers are unknown, a 510k number cannot be provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain. The care giver (cg) stated there were large amounts of air in the patient line. The technical service representative (tsr) assisted the cg in ending therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the low drain volume alarm. The rn stated the air did not go inside of the patient, they were not able to identify how the air got into the lines, and disposed of all of supplies from that day. The rn stated they could not find any defects or loose connections on the supplies. The rn stated the home patient (hp) did not have any injury or medical intervention.